Event description:
Per company sales rep, hospital informed her of a complaint that, the cups of the forceps broke off inside of pt (brochial). Doctor did retrieve the cups with another forceps and there was no pt harm. On 10/31/06, the company sales rep tried to obtain more information regarding where the cups actually broke off, the nurse couldn't remember the exact location. On 11/13/06, call was made and spoke with reporter. She informed me of the doctor's name that the indicent was when the doctor opened the forceps the cups fell into the airway. (No pt harm)

Manufacturer narrative:
The complaint is confirmed, cause unknown. Device 1 was found to have the jaws detached from the jaw housing/drive wire. The jaws were returned with the device. There was no evidence of any manufacturing deficiencies found, nor was there any damage noted except for a moderate kink in the device shaft. The jaw pivot screw was not returned for evaluation. All forceps are 100% functionally actuated at final assembly. Defective devices are scrapped, with the exception of devices requiring jaw rework. Reworked devices are 100% functionally actuated. Inspection procedure, finished devices are inspected for following items that would detect faulty jaw assemblies: functional actuation. Jaw and jaw pivot screw assembly. Peening of the jaw pivot screw. If the jaw pivot screw had not been installed during assembly, the finished device would not have passed functional actuation. If the jaw pivot screw had not been peened per procedure and had completely backed out of the jaw housing after packaging, the jaws would have detached inside the packaging prior to removal of the device by the user, and the user would have reported detached jaws out of the package. If the jaw pivot screw had partially backed out of the jaw pivot housing, the overall diameter of the device would have increased to the point that the device would not have fit down a properly sized scope. If the jaw pivot screw had sheared off inside the pt, causing the jaws to detach, the peened portion of the screw would remain imbeded in the jaw housing. The DHR review performed by conmed found no discrepancies with the device lot. No CAPA required. The complaint has not been confirmed as manufacturing related. The failure mode is an isolated occurrnce.